Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # ni. Additional information received: when the device was fired, the anvil pushed up and was loose, but didn¿t come completely off. The device cut, but did not put a hole in any other location in the colon. The procedure was completed with another like device. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device staple? If the device stapled, were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field?

Event description:
It was reported that during a low anterior resection (lar) procedure, the anvil didn't come off but pushed apart and cut a hole in the colon. The surgeon believes resident didn't click anvil on completely. No patient consequences. The anastomosis was re-stapled. One device will be returned.